Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16041 et tube, sher-I-bronch, ls, 41 fr for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was received with the stylet inserted into the tube. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the white tracheal pilot balloon. Upon injection of air, the white tracheal balloon cuff was unable to inflate but the pilot balloon was able to fully inflate. The syringe was connected to the white tracheal pilot balloon to deflate the pilot balloon. The syringe was then filled with air again and connected to the valve of the blue bronchial pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the pilot balloons and balloon cuffs were inspected for leaks. No leaks were detected. The syringe was then reattached to the blue bronchial pilot balloon in order to deflate the balloons. The blue pilot balloon and blue balloon cuff were both able to deflate. The et tube was then injected with dye through the white tracheal balloon inflation line to check if there was a blockage in the inflation line. The lab inventory syringe was filled with the dye and attached to the valve. Upon injection, there appeared to be a blockage in the inflation line just past the pilot balloon. The dye was obstructed at this point and it was confirmed that there was a blockage in the inflation line. The blockage in the inflation line was a result of an error during the manufacturing process. A non-conformance was previously opened as a result of this issue. Corrective actions have been put in place to help prevent the issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
Customer complaint alleges, during pretesting, the ballon of the device did not inflate. Another device was obtained for use. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However, a variant model in current production was used for testing. The cuff from 125 samples were inflated and left for four hours, then checked to verify if any leak was present. All samples were still fully inflated. The defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the device sample to perform a proper and thorough investigation. Customer complaint cannot be confirmed. Root cause cannot be determined. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges, during pretesting, the ballon of the device did not inflate. Another device was obtained for use. No patient involvement reported.